Manufacturer narrative:
G4: 09mar2020. B4: 10mar2020. The manufacturer's field service engineer (fse) confirmed the reported issue. The customer claims that the serial number does not exist in their database and could not confirm if the touchscreen was replaced or not. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 09/19/2019.

Event description:
The customer reported a ventilator with a touch screen failure. There was no patient involvement / harm.